Event description:
The customer complained that the service wrench indicator was displayed. There was no patient use associated with the reported complaint. Subsequent testing by medtronic confirmed a failure of the defibrillator to charge.

Manufacturer narrative:
Medtronic continues to investigate the reported event.